Event description:
It was further reported cec adjudication results added adverse events of myocardial infarction and stent thrombosis.

Event description:
It was further reported that the index target lesion was 90% stenosed and had a reference vessel diameter of 2.2mm and was 15mm long. The residual stenosis was reduced to 0%.

Manufacturer narrative:
(B) (4).device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)

Event description:
It was further reported that the patient presented with chest discomfort and cardiac catheterization was recommended. The index procedure, treated the subtotal proximal occlusion located in the 3rd obtuse marginal branch. Treatment consisted of pre-dilation with an unspecified balloon and the placement of a 2.25x20mm taxus liberte stent with excellent angiographic results. The patient was discharged, the next day on aspirin and prasugrel. Two days post the index procedure, the subject presented with shortness of breath, facial swelling, difficulty swallowing and speaking. An attempt was made to treat the subject medically, however there was no improvement in symptoms and therefore, the patient was intubated for airway protection. It was determined that the patient had acute angioedema, "most likely secondary to either prasugrel or lisinopril". Both medications were discontinued at that time. It was recommended that the patient be started on clopidogrel once he was weaned from the ventilator. The angioedema improved significantly with IV steroids. However, the patient's hospital stay was complicated by an episode of "abdominal distention secondary to possible ileus". A CT of the abdomen was performed which revealed prominent gaseous distention of the colon suggestive of adynamic ileus with no obvious signs of obstruction. The subject's gastric aspirate was positive for mild blood, however his hemoglobin was stable. Eight days post the index procedure, the subject experienced "explosive diarrhea". While he was being cleaned, he experienced sudden cardiorespiratory arrest with wide complex tachycardia and st segment elevation displayed by the monitor. Despite resuscitation measure, the patient developed cardiac aystole and died. Per the physician, the anaphylactic shock was listed as "unrelated" to the study sent. The death event was listed as "possibly related" to the study stent. The study or non-study antiplatelet medication was listed as "possibly related" to both events.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that two days post the index procedure, respiratory support included IV steroid and antihistamine with vent support which showed improvement in symptoms. Prasugrel was discontinued and the patient was started on clopidogrel. Cause of death was cardiorespiratory arrest. Per death certificate, primary cause of death was acute myocardial infarction with secondary causes of coronary artery disease, respiratory failure, and acute angioedema. No autopsy was performed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B) (4)

Event description:
(B) (4)it was reported that following a stenting treatment procedure, the patient presented with anaphylactic shock.the index procedure placed an unspecified taxus liberte stent in an unspecified location. In (B) (6)2010, the patient was hospitalized with anaphylactic shock and given medication. Per the physician, the anitplatelet therapy was listed as "possibly related" to the event.